Event description:
Ventilator was alarming pressure limit and was not delivering the tidal volume. The ventilator was found to have excess water buildup in the expiratory cassette causing it to limit the ability to deliver the set tidal volume. Dates of use: 5 - 8 years. Diagnosis or reason for use: hypotonic hyponatremia.